Event description:
Event description boston scientific crm received information that this patient experienced a syncopal episode. Testing revealed right ventricular (rv) loss of capture, rv thresholds of 7v@1.9ms and impedances greater than 2500 ohms. In unipolar thresholds and impedances were normal. X-ray revealed no evidence of lead fracture. The lead was programmed to split configurations until the revision procedure to address the lead and replace the device which was nearing elective replacement time. In the revision, issues with the rv lead were ruled out as different threshold measurements were found with the original 1284 and the replacement 1291 device. The physician suspected setscrew issues with the 1284 device, and noted minor leakage in the header and noise on the rv channel. The rv lead reamins implanted.